Manufacturer narrative:
H.6 investigation summary: material #: 363706. Lot/batch #: 3199768. Bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 5 by titration testing to check for sufficient additive, and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Complaints for sample quality are under statistical control for the month of march, 2024. At this time, further testing is not indicated. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta tube clotted. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta tube clotted. There was no report of patient impact.